Event description:
Initial reporter has called in to report an incident of where the e-brake is intermittently is not engaging. No report of injury. Reportedly the device has been repared.

Event description:
Initial reporter has called in to report an incident of where the e-brake is intermittently is not engaging. No report of injury. Reportedly the device has been repared.

Manufacturer narrative:
(B)(4).